Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support, and a high purge pressure alarm triggered during the support. Tissue plasminogen activator was run through the purge line to manage the low purge flows and high purge pressure. There was no patient harm, and support with the implanted impella 5.5 pump was maintained.

Manufacturer narrative:
The investigation for high purge pressure has been completed. The product was not returned for investigation. Data logs were evaluated. There was a gradual increase in purge pressure observed leading to "purge system blocked" alarms. There was no motor current spikes observed. Clinical mentions that issue plasminogen activator (tpa) was added to the purge which resolved the high purge pressure as seen in the data logs. Therefore, as per the clinical information and data log review, the root cause of the high purge pressure issue was biomaterial. D6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11769: a5 missing. D4 model number. H.6 code 4641 was reported incorrectly. New code was added to health effect - impact code.